Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine follow up in the clinic, multiple modes switches were noted which appear to show brief noise on the atrial lead. The patient was asymptomatic. No programming changes were made. Patient was stable and would continue with routine follow-up checks.